Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose of 48 mg/dl which was treated with the juice, 1 fig cookie and 1 twizzler. Customer stated she was in auto mode during the low blood glucose incident. The device will not be returned for the analysis.